Manufacturer narrative:
During a shunt percutaneous transluminal angioplasty (pta) case, a 0.018 hp 40 5x4 slalom thrill pta catheter ruptured at its nominal pressure during its initial inflation. Therefore, it was replaced with a new balloon catheter. The procedure finished successfully. There was no reported patient injury. The patient¿s vessel level of tortuousness was unknown. The lesion was calcified. The rate of stenosis was unknown. The device was inserted and delivered to the lesion. Then while it was inflated, the balloon ruptured. The patient¿s information was unknown. Additional information was received that there was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel, no difficulty crossing the lesion and the catheter was never in an acute bend. Additional procedural questions were requested but the physician indicated the information was unknown such as those related no normal prepping, contrast media with the contrast to saline ratio, normal inflation and if the device was easily removed. The device was not returned for analysis. A device history record (DHR) review of lot 17580301 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (calcified lesion) may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During a shunt percutaneous transluminal angioplasty (pta) case, .018 hp 40 5x4 slalom thrill pta catheter ruptured at its nominal pressure during its initial inflation. Therefore, it was replaced with a new balloon catheter. The procedure finished successfully. There was no reported patient injury. The product will not be returned for analysis. The patient¿s vessel level of tortuousness was unknown. The lesion was calcified. The rate of stenosis was unknown. The device was inserted and delivered to the lesion. Then while it was inflated, the balloon ruptured. The patient¿s information was unknown.